Manufacturer narrative:
Approximate age of device - 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Additional information received on 31aug the patient presented to the hospital on (B)(6) 2018 with hematuria, elevated lactate dehydrogenase(ldh) & plasma free hemoglobin(pfhb), subtherapeutic inr & elevated pump power and flows. A ramp echocardiogram study was conducted. The patient was placed on an argatroban infusion and ultimately underwent a device exchange.

Manufacturer narrative:
This event was determined to be supplemental information and will be covered under MFR # (B)(4).